Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Performed receiver charge and boot up which failed due to usb pin(s) from j3 are damaged. Failed functional test due to receiver could not boot up and\or communicate with tester. Receiver was opened for visual inspection which passed. Failed speaker and vibrator intermittent test due to receiver not booting up or unable to communicate. Speaker and vibrator resistance were measured and passed. The speaker and vibrator resistance are within specification. The receiver log was not downloaded and reviewed due to usb pin(s) from j3 are damaged. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.